Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 276480001, implanted: 2011-(B)(6), product type: accessory. Product ID: 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: 2011-(B)(6) product type: extension. Product ID: 3387s-40, lot# v591641, implanted: 2011-(B)(6) product type: lead. (B)(4).

Event description:
Additional information received reported it was unknown if there was a (B)(6) or greater symptom reduction. The cause of the event was determined and was not device related. The battery level was low but the patient had been declining motorwise even before then. The deep brain stimulator was interrogated on (B)(6) 2014. The patient had not recovered, the symptoms/issue was ongoing. The implantable neurostimulator (ins) was being replaced on around (B)(6) 2014 or soon after that.

Event description:
It was reported the patient saw an elective replacement indicator (eri) message on the patient programmer and the patient could not walk on the day of this report. The reporter stated that all of a sudden they were carrying the patient. The reporter further stated ¿the patient had been using pretty much ambulatory.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the cause of the event was determined and it was device related. The implantable neurostimulator (ins) levels were low and the ins needed replacement. The healthcare professional (hcp) saw the patient on (B)(6) 2014 and no reprogramming or further troubleshooting, interventions, or actions were needed. The patient did not have a 50 percent or greater symptom reduction. The patient did not have a loss of therapeutic effect or stimulation. The hcp indicated that there was no actual decline attributed to the elective replacement indicator (eri) and the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 276480001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v591641, implanted: (B)(6) 2011, product type: lead. (B)(4).